Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not showing on pyxis machine but showed at pyxis website. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) requested the patient¿s details from the customer to continue troubleshooting the case. The customer later informed the tss that the patient had been discharged and granted permission to close the ticket. The system functioned as intended after the technical support specialist investigated the device.